Manufacturer narrative:
Additional information: b2, b5, d8, e1 ( street 1, city, region, postal code), g1 (MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number), g3, g4 (510k), h4, h6 h6 patient codes - c64343 (cholecystitis, red-pink/rougened tissue). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after the implant, the patient experienced adhesions, recurrence, weight loss, nausea, vomiting, mesh was stiff/tense, inflammation, fibrosis, chronic cholecystitis, burning sensation, neuralgia, red-pink/roughened tissue, mental pain, suffering, device defective, mesh failure, disability, impairment, loss of enjoyment of life, loss of care/comfort/consortium, and pain. Post-operative patient treatment included revision surgery, taap repair of her right inguinal hernia, medication/nerve blocks for pain, partial removal of mesh, lysis of adhesions, cholecystectomy, neurolysis, and hernia repair.

Manufacturer narrative:
Additional information: a4, b5, b7, h6(patient codes), additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after the implant, the patient experienced adhesions, recurrence, weight loss, nausea, vomiting, mesh was stiff/tense, inflammation, fibrosis, chronic cholecystitis, burning sensation, neuralgia, red-pink/roughened tissue, mental pain, suffering, device defective, mesh failure, disability, impairment, loss of enjoyment of life, loss of care/comfort/consortium, and pain. Post-operative patient treatment included revision surgery, taap repair of her right inguinal hernia, medication/nerve blocks for pain, partial removal of mesh, lysis of adhesions, cholecystectomy, neurolysis, and hernia repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after the implant, the patient experienced adhesions, recurrence, weight loss, nauseam vomiting, mesh was stiff/tense, inflammation, fibrosis, chronic cholecystitis, burning sensation, red-pink/roughened tissue, and pain. Post-operative patient treatment included taap repair of her right inguinal hernia, medication/nerve blocks for pain, partial removal of mesh, lysis of adhesions, cholecystectomy, neurolysis, and hernia repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a robotic-assisted hysterectomy where the doctor observed the patient had a small right inguinal hernia. The patient returned approximately 1 month after the hysterectomy and underwent a robotic-assisted taap repair of her right inguinal hernia. Prior to the implant, the patient had some right groin pain and a small hernia. Approximately 1 month post op, the patient presented to the hospital for a check-up. It was noted that the patient's pain was being controlled with a 50mcg fentanyl patch. It was also noted that the patient had lost approximately 10 pounds since the hernia mesh was implanted. The patient presented to the hospital again with complaints of nausea, vomiting and pain. Approximately 1 month and 1 week post op, the patient returned to the hospital with continued complaints of pain following hernia mesh implantation. The patient was being treated with morphine derivatives but nothing would relieve her pain. The patient was administered a right ilioinguinal nerve block with 8cc of 0.5% marcain and 2cc of 1% lidocaine. Approximately 5 months post op, the patient presented to the doctor and underwent a partial hernia mesh removal via an open procedure due to chronic pain. During the procedure the doctor noted a polyester type mesh that was very stiff and tense. The doctor had to divide the mesh the level of the pubis and then dissect it off the inguinal ligament to the internal ring. The doctor divided the mesh along the medial margin and was then able to remove a segment of the mesh. The doctor was unable to removal all of the mesh. The doctor concluded the procedure by repairing the hernia defect with a non-mesh shouldice repair. Approximately 10 months post op, the patient presented to the doctor and underwent a laparoscopic mesh removal. It was noted the patient was experiencing significant incapacitating right groin pain. During the surgery, the doctor noted that the mesh was clearly visualized behind the peritoneum with a severely inflammatory and the fibrotic reaction involved with the mesh over the surrounding tissues. The procedure was complicated due to the dense adhesions to the mesh. The doctor noted that the patient underwent very significant tedious complicated lysis of adhesions with removal of the mesh and foreign body from the area of the implantation. The doctor was unable to remove all of the mesh. Significant amounts of the patient's peritoneum had to be removed during the surgery in order to remove pieces of the mesh. As a result, the patient did not have adequate peritoneum that could be used to re-peritonealize the area. Approximately 1 year and 1 month post op the patient presented to the doctor with complaints of right upper quadrant pain, nausea, and vomiting starting approximately 1 month prior. The doctor identified the patient's gallbladder as the source of the symptoms and the patient underwent a laparoscopic cholecystectomy approximately 2 weeks later. After a pathological analysis of the patient's gallbladder, the patient was diagnosed with chronic cholecystitis, a condition that resulted from prolonged attacks of inflammation caused by the mesh. Approximately 1 year and 9 months post op, the patient presented for a preoperative consultation. During the consultation, it was noted that the patient was suffering from complications of internal prosthetic device, implant, or graft. The patient was noted to be suffering a burning, throbbing pain 100% of the time at rest and with movement, and experiencing a lot of difficulty getting in and out of her bed and vehicle. It was additionally noted that the patient still required medications to function and cannot consistently go to school or work because of the pain. The patient underwent a laparoscopic removal of foreign body hernia mesh, neurolysis x2, and nerve block for the nerves of the right groin. During the surgery, the doctor noted that the mesh was densely adherent to the bladder and that the mesh had to be cut up into pieces in order to be removed. The doctor was unable to removal all of the mesh and a rim of mesh was left on the iliac vein and corona mortis. The pathology from the surgery noted multiple unoriented portions of red-pink, roughened tissue. The tissue was pink-red and focally wrinkled with moderate cautery artifact. There were areas of blue mesh-like material present. The patient saw the doctor for a follow up visit and the patient stated that she could tell her pain was better. To this day, the patient still has portions of the mesh embedded in her tissue and is again experiencing debilitating pain, requiring narcotic pain medications.